Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument did not make contact with any other instrument or hard material during the surgical procedure. The instrument was used for dissecting tissue and performed as intended up until it broke. After the instrument blade broke off and fell inside the patient, the fragment was located and retrieved during the same procedure. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed that there was no patient harm, injury or adverse outcome.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument blade broke off and fell inside the patient. The entire fragment was retrieved during the same procedure. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure successfully. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken harmonic ace instrument blade, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis (fa). The harmonic ace instrument was analyzed, and fa found a cracked curved blade. No material appeared to be missing. Further inspection found scratch/abrasive marks on the curved blade. Blade damage was detected by the generator with an error during self-test. These observations were related to the primary issue. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). An image of the harmonic ace instrument related to this event was received. A review of the submitted image was performed by the isi regulatory post market surveillance (rpms) analyst. The image confirmed that the harmonic ace instrument blade was broken/detached. This event is being reported due to the following conclusion: the harmonic ace instrument blade broke off and fell inside the patient. The fragment was retrieved during the same procedure.